Event description:
The pt reported experiencing elevated blood glucose of up to 359 mg/dl from (B)(6) 2010-(B)(6) 2010. The pt stated the infusion device does not properly deliver insulin and makes rattling noises during insulin delivery. The pt's normal blood glucose range is 120 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.